Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, the pump was within the allowable operating altitude range; however, a cartridge alarm 6 occurred. The customer's blood glucose level was 390 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue.